Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of hematoma is listed as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. MFR site: contact name.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017 - failure to follow steps / instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in b5 is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 4f sheath after an interventional ventricular tachycardia ablation procedure. No femoral imaging was performed of the access site prior to proglide use. Reportedly, the suture was pulled out, the knot unraveled, only one suture end was able to be harvested. Another proglide was attempted with no suture seen during plunger removal. Blood was collecting, a 6f sheath was inserted. A 7f sheath was then inserted and the beginnings of a hematoma was noticed. Manual arterial compression was used to treat the hematoma and achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.